Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high impedances, as well as a loss of capture due to possible exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high impedances, as well as a loss of capture due to possible exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer tubing overlay was melted and exhibited cosmetic environmental stress cracking as well as blood ingression. The outer insulation exhibited a cosmetic depression, and the lead exhibited apparent explant damage. (B)(4).